Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, and did not experience repeat malfunction, so customer was advised to continue using pump and to call back if problem recurred.